Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) felt the pump implant site looked red and maybe infected. It was being watched closely. The patient was not getting spasticity relief yet and the hcp did not want to titrate up while waiting to see this resolve. The patient was experiencing less than 50% therapy relieve with the location of the issue or symptom noted as the device pocket. The patient was placed on antibiotic therapy. The system was being used to deliver lioresal. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was noted the event may be a possible reaction to dermabond, but the hcp put the patient on antibiotics and watching. The hcp was holding off on titrating up until this cleared.

Event description:
Additional information received reported that they were still titrating the patient&#38112;baclofen and the patient was doing fine.